Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a large leak preventing ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that customer did not install the anesthesia breathing system properly. There was not a reportable malfunction. H3 other text : additional information was received stating that customer did not install the anesthesia breathing system properly. There was not a reportable malfunction.